Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report mailed in to FDA on: 05/23/2008. .

Event description:
The customer reported that during surgery, an oily substance of unk origin went into the pt's eye. The oily substance was removed. The customer reuses the infusion cannulas. However, if silicone oil is prescribed, the cannula is disposed and replaced. It is unk as to whether the oily fluid came from the cutter, tubing or anything else. There was no pt injury. Add'l indo was requested, but the customer has not responded.